Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis found the primary failure of thermal damage to be related to the customer reported complaint. The fenestrated bipolar instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during central processing, the fenestrated bipolar instrument was noticed with chip by the tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the customer to obtained additional information, however account was unable to provide further information. This complaint will be classified based on the provided information at this time.